Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary the auxiliary drawer failed to stay closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer failed to stay closed. A field service engineer found that drawer 5 on the auxiliary unit would not open. The back panel was opened to inspect the drawer, and it was found that the inseparable was missing its magnet. The drawer was removed from the cabinet, and the inseparable was replaced with a new one. The drawer was then reinstalled, the station was rebooted, and the drawer was recovered. The drawer passed the diagnostic test. The system functioned as intended after the field service engineer repaired the device.